Manufacturer narrative:
Section d refers to the main device. The other relevant component includes: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2014, product type: catheter, ubd: 2015-11-21, UDI#: (B)(4). H3: analysis of implantable pump serial number (B)(6) revealed no anomalies. The returned pump passed all functional testing in the lab. Evaluation of implantable catheter serial number (B)(6) revealed damage to the transition tube on the catheter. Analysis also identified a kink in the body of the catheter. H6: the evaluation codes have been updated for this event. Code-result 213 only applies to the pump. Code-result 114 and 180 only apply to the catheter. Code-conclusion 67 only applies to the pump. Code conclusion 4315 only applies to the catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative and a consumer regarding a patient receiving lioresal (2000 mcg/ml at 220 mcg/day) via an implanted pump. It was reported by the patient on (B)(6) 2020 that ever since her routine pump replacement procedure on (B)(6) 2020 there had been several complications. Per the patient, the doctor¿s office had accidentally filled the pump with saline instead of baclofen and she went through severe withdrawal, so she had to go back to the doctor¿s office where they filled the pump with baclofen. Since they put the baclofen in the pump, she was still having really bad spasms and she had to go back to the emergency room due to how bad the spasms were. The patient was calling to try and find out what her next steps should be and was wondering if there could be something wrong with the catheter. The hcp reported on (B)(6) 2020 that the patient started feeling withdrawal symptoms on (B)(6) 2020. A dye study was done and found to be normal and the drug was changed out. On (B)(6) 2020 the patient felt much better. On (B)(6) 2020 she was re-admitted to the hospital with withdrawal. The patient¿s physician did a 100 mcg bolus trial through the pump and there was no change. Another physician then did a lp (lumbar puncture) 100 mcg bolus of baclofen and she responded. It was unknown if there were any environmental, external, or patient factors t hat may have led or contributed to the issue. A full system replacement was scheduled for (B)(6) 2020. The issue was not resolved, and it was indicated that the hcp had no further information to provide regarding the event. The patient¿s status was reported as ¿alive ¿ no injury¿. No further complications have been reported as a result of this event.

Event description:
Additional information received from soal therapeutics reported the indication for use was spasticity. The patient went for elective pump exchange on (B)(6) 2020 post op had withdrawal (itching, spasms, etc.). On 2020-may-25, the patient had an abdominal x-ray that was normal. The next day a dye study and rotor study were performed and were normal. The pump and catheter were removed and entire new system were implanted on (B)(6) 2020. The patient's medical history included a t6 spinal cord injury sustained as a teenager. Oral baclofen was given in response to withdrawal.

Manufacturer narrative:
Concomitant medical products: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2014 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.